Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower drawer failure and not detected on bus. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the es auxiliary device was intermittently failing. A field service engineer (fse) removed large amounts of debris from behind the back panel, as well as from the full-height drawers to resolve the issue. The fse used a diagnostics tool to troubleshoot the device. After clearing the debris and reseating multiple wires on the row tray, the cubie pockets were tested again with no failures. The system functioned as intended after the field service engineer repaired the device.